Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h2, h6, and h10 a review of the manufacturing documentation associated with lot f2222102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vcd ruptured and could not be used. The balloon lost pressure during prep. There were no reports of patient injury. The physician tried to use the mynx device to achieve hemostasis during a percutaneous transluminal angioplasty (pta) procedure. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was a little presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved via manual compression of 30 minutes. The mynx vcd was prepped according to instructions for use (IFU). The device will be returned for evaluation.

Event description:
As reported, the balloon of a 6/7f mynx control vcd ruptured and could not be used. There were no reports of patient injury. The physician tried to use the mynx device to achieve hemostasis during a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vcd ruptured and could not be used. The balloon lost pressure during prep. There were no reports of patient injury. The physician tried to use the mynx device to achieve hemostasis during a percutaneous transluminal angioplasty (pta) procedure. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was a little presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved via manual compression of 30 minutes. The mynx vcd was prepped according to instructions for use (IFU). A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufacturing position, the syringe was not connected to the device while the stopcock was returned closed, the procedural sheath was returned with the device, and exposure to blood was observed as received. Additionally, it was observed that the balloon showed a ruptured condition that did not permit inflation of the balloon that was reported to have lost pressure. Functional testing could not be performed as the balloon was not in a condition to replicate the inflation and deflation mechanism. A product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Updated section d9 with date device was returned to manufacturer.